Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported valve leak remains unknown.

Event description:
After inserting the device into the patient, a leak was noted from the valve. The procedure was completed with the same device with no adverse patient consequences.